Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during an implant attempt the helix was turned 30 times and turned the wrong way. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.